Manufacturer narrative:
The report event of the egms not displaying markers was confirmed. Session records were provided and reviewed by abbott engineering and the corrupted markers were confirmed. Based on the information available without a device return, the root cause of the corruption was unable to be determined.

Event description:
During a remote follow up, an ECG anomaly was observed. Technical support was contacted and recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue being monitored.